Manufacturer narrative:
The device was returned to a zoll medical corporation for evaluation. The customer's report was observed and attributed to the lcd display cable not being fully seated onto the connector of the back light driver. The lcd display cable was reseated to remedy the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.